Manufacturer narrative:
The insulin pump was received with an open book error noted during power up and pump error was noted in the history download file due to force sensor being out of specifications. The insulin pump had minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a critical pump error alarm. The customer's blood glucose level was 10.2 mmol/l. The customer was advised to revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.